Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional test were performed, and a detached air detector was confirmed. The air detector was replaced to fix the issue.

Event description:
It was reported that the pump air sensor was unattached and fell off during testing. There was no patient involvement.